Event description:
It was reported that the event occurred during use on a patient. When the intra-aortic balloon (iab) was in use, blood specks was noted in the driveline tubing. The pumping was stopped and the driveline tubing was clamped. The clinical support specialist (css) recommended that the iab be removed within 30 minutes. The physician was at the bedside and instructed the rn to continue pumping, despite the css explaining and discussing the concerns and that the iab truly should be removed. Additional information was received from the field service engineer(fse). The fse checked the pump for blood contamination, and found blood had backed into the pump. The fse serviced the pump and placed the pump back into service. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber was found near the distal tip of the iab which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: for complaint related to the same event and patient see MDR #3010532612-2019-00099 and tc #1900067267. Also MDR #3010532612-2019-000 97 and tc #1900067322.

Manufacturer narrative:
(B)(4). For complaint related to the same event and patient see MDR #3010532612-2019-00099 and (B)(4). Also MDR #3010532612-2019-000 97 and (B)(4).

Event description:
It was reported that the event occurred during use on a patient. When the intra-aortic balloon (iab) was in use, blood specks was noted in the driveline tubing. The pumping was stopped and the driveline tubing was clamped. The clinical support specialist (css) recommended that the iab be removed within 30 minutes. The physician was at the bedside and instructed the rn to continue pumping, despite the css explaining and discussing the concerns and that the iab truly should be removed. Additional information was received from the field service engineer(fse). The fse checked the pump for blood contamination, and found blood had backed into the pump. The fse serviced the pump and placed the pump back into service. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.